Event description:
It was reported the driver arm was damaged and loose. The customer performed a self-test and lead screw test and the insulin pump passed both tests. No further information was provided.

Manufacturer narrative:
Analysis revealed the insulin pump was received with missing e-clip on the driver block, which prevented further testing. In addition, the device had an error alarm, due to leaky component in the mother board.